Event description:
It was reported that during a low anterior resection/rectum procedure, only one anastomotic ring formed instead of two. Seam guard was used with this stapler. The pt received an ileostomy, but it was determined prior to surgery, the pt would need a ileostomy. There was no pt consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.